Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4)

Event description:
It was reported the coil perforated the aneurysm during procedure. No complications were reported with the patient as a result of the event.